Event description:
N/a.

Manufacturer narrative:
An event of valve migration, perivalvular leak (pvl), and central regurgitation were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported regurgitation and perivalvular leak appears to be a cascading effect of the device migration. However, the cause of the reported migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implant depth, contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention was result of case-specific circumstances: initially, as valve was explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a 25 millimeter (mm) navitor valve with radiopaque markers was selected and prepared in accordance with the instructions for use (IFU). The native aortic valve, noted to be mildly calcified (derived perimeter: 22.3mm), was predilated using a 22mm true dilatation balloon. Valve deployment started with pacing at 120 beats per minute (bpm). During the first attempt, the non-coronary cusp (ncc) alignment was approximately 80% optimal in the cusp overlap view; however, the left coronary cusp (lcc) appeared too aortic. So, the valve was re-sheathed. A second deployment attempt was made with the valve positioned 1mm deeper toward the ventricular side. While ncc alignment remained satisfactory, the lcc continued to appear too aortic, prompting another re-sheathing. For the final attempt, the valve was advanced slightly further into the ventricular position. Both ncc and lcc demonstrated favorable alignment in both the cusp overlap and 3-cusp views, and the decision was made to proceed with deployment. Upon deployment, the valve "dived" into the ventricular cavity, resulting in a supraskirtal paravalvular leak. Final valve depth was measured at 22mm.